Manufacturer narrative:
Device available for evaluation: "yes."

Manufacturer narrative:
Corrected date ((B)(6) 2015): corrected selection: health professional "yes".

Manufacturer narrative:
The conformable gore® tag® device was returned to gore and an engineering evaluation was performed. The device evaluation revealed that the leading olive was separated from the remainder of the catheter body. The condition of the broken leading end of the catheter exhibited necking and breaking of the dual lumen. Necking and breaking of the dual lumen is suggestive of forceful retraction of the catheter counter to the conformable gore® tag® instructions for use. The findings from the evaluation are not consistent with the event description. The root cause for the leading olive detaching from the conformable gore® tag® thoracic endoprosthesis catheter was the retraction of the catheter against resistance. The root cause for the leading olive detaching from the conformable gore® tag® thoracic endoprosthesis catheter was the retraction of the catheter against resistance.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. Post successful deployment, the catheter was removed from the patient and the physician became aware that the leading olive had separated and had remained inside the sheath. Both the sheath and the olive were removed from the patient without issues. Reportedly, the catheter was used outside of the sheath but at no time resistance was noted. The patient tolerated the procedure.